Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Primary disease: vertebrae collapse at th9/10 it was reported that the patient underwent unspecified spinal procedure at th7-th12 (th9/10 skip, 2above 2below ) on (B)(6) 2016. Intra-op, metal fragments were found during closure of the incision, which were then taken out. Reportedly, the metal fragment was suspected to come from the extender. The metal fragments were found around the screw during closure. They were smaller than 1mm. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Visual and microscopic examination of the mas head engagement feature display significant deformation and damage at the top of the retention features and the top of the mas head pocket. A common surgical technique for this instrument is to remove the extender from the in vivo mas head by rocking the extender back and forth and pulling upward. This can create stresses on the engagement features that can deform the tips and/or remove material, if performed aggressively. Conclusion: the above observations are consistent with inappropriate release techniques of the extender mas head engagement features.